Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of gap in the adhesive area between the server plug-in (z-block) and distal end, and chipped adhesive around the light guide (lg) lens and objective lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope to the service center for a separate issue. During device analysis, the service team indicated that a gap in the adhesive area between the server plug-in (z-block) and distal end, and chipped adhesive around the light guide (lg) lens and objective lens were found. There was no patient involvement.